Event description:
It was reported to boston scientific corporation that a resolution clip device was used in esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The device was removed and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip cannot be deployed.

Manufacturer narrative:
Block h11: correction: block h6 imdrf device code has been updated to a051104 deeming this a non-reportable event due to additional information received.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The device was removed, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received april 02, 2023: the customer reported that the device could not be opened and could not close/grasp tissue or lock onto tissue. Boston scientific no longer considers this to be a reportable event.